Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that prior to use, the helix of the lead was unable to be extended when it was inspected prior to implant. A new lead was used to complete the operation. There was no patient involvement.